Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Microscopic examination of the device showed that there were multiple shaft kinks. There was teflon in the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Reportable based on device analysis completed on 17jan2017. It was reported that resistance was encountered upon advancing the device. The chronic total occlusion was located in the moderately tortuous and moderately calcified right coronary artery. A crossboss catheter was selected to treat the lesion. During the procedure it was noted that resistance was felt and the device failed to advance. The procedure was completed with another of the same device. However, device analysis revealed that there was teflon in the lumen.